Manufacturer narrative:
Based on the information available, the cause that contributed to the reported lack of rigidity in the cylinders cannot be established as the product is not available for analysis. A review of manufacturing documentation was performed, and it was confirmed that the device met all material, assembly and performance specifications. A review of the tactra instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, after recovery, the patient experienced lack of rigidity in the cylinders of his tactra penile prosthesis. The lack of rigidity was confirmed in clinic. A revision surgery has not been scheduled. No additional information was reported.